Manufacturer narrative:
Section h6: updated - investigation findings to reflect the resolution of complaint investigation. Section h11: updated - upon investigation of the actual device used in this incident, it was determined that the failed storage space. A field service engineer confirmed hospital wide problem with combo medication and further no response from customer. Proceed to close this case. The system functioned as intended after field service engineer troubleshooted the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a pyxis medstation es system failed storage space. Customer stated drawer failed only for this medication ipratropium-albuterol 0.5-3 mg/3ml when a user removes medication or a pharmacy technician inventories the cubie and causes a discrepancy. There were delay in patient care workflow. There were no adverse events or injuries reported based on this event.